Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock on two (2) clearlink continu-flo solution sets were loose and disconnected when attached to unspecified male adapter caps. This was further described as, the luer lock appeared to be attached, however, with a light tap became unscrewed and popped off, which caused a leak. This was discovered when attaching chemotherapy to patient. This resulted in the chemotherapy bags being sent back to the pharmacy for tubing replacements. There was no report of patient injury or medical intervention associated with this event. No additional information is available.